Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy and near syncope. It was further reported that the device exhibited detection issues. The device remains in use. No further patient complications have been reported as a result of this event.